Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's blood glucose level was 44 mg/dl. Customer's current blood glucose level 144 mg/dl. Trouble shooting was performed. Customer was using the insulin pump system within 48 hours of reported event. Customer alleged insulin pump was over delivering insulin because they noticed unexplained low blood glucose. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis. Frn-mmt-ukn-rsvr, unomed set.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.